Event description:
It was reported that during implant, the left ventricular (lv) lead was implanted at targeted lesion using a competitor lead. However, during the attempt to extract the guide wire the guide wire became caught inside the lumen of the lv lead and was unable to remove. As a result, the lv lead and the guide wire were removed. Using the same guide wire, another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.